Event description:
This lead was intended for pt implant in (B)(6). It was reported the physician experienced difficulty positioning the device. Following multiple unsuccessful attempts to place the device, the physician elected to complete the procedure using a different lead model. No pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.